Event description:
The customer would like the run data file investigated to determine a possible cause for the higher-than-expected white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of t he residual wbc testing, therefore no pt information is reasonably known at the time of the event. Donor unit # (B)(6). The disposable was discarded by the customer, therefore is not available to be returned for evaluation. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: signals in the run data file indicate it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of t he procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Inadequate loading of the disposable set may contribute to this situation. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided. This report was filed beyond the 30-day time frame due to an internal processing issue that is currently being evaluated for appropriate corrective actions.